Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using u500-humalin insulin with the pump. Tandem customer technical support informed customer that u500-humalin insulin is off-label per the user guide. Additionally, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.